Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.6 inr qc 2: 2.6 inr qc 3: 2.6 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned and the retention material meet the specification. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 3.9 inr and 30 minutes later the laboratory result was 2.5 inr. The laboratory results were believed to be correct. The patient's therapeutic range is 2.0-3.0 inr and tests every 6 weeks.